Manufacturer narrative:
(B)(4). Evaluation summary: pmv led an evaluation of two devices. Clevises of both devices were broken. Devices articulated with difficulty. Devices fanned out with difficulty. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when improper or excessive force is exerted on the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, while retracting the kidney, the device¿s component (part of the fan blades and part of the mechanism) fell into the patient¿s cavity and retrieved. Another device was used in order to complete the case. Surgical time extended for more than 30 minutes as a result of the product issue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, while retracting the kidney, the device¿s component (part of the fan blades and part of the mechanism) fell into the patient¿s cavity. Surgical time extended for more than 30 minutes as a result of the product issue. Patient status was unknown.